Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) received an "e03" alarm message on heater cooler unit. The unit was also making a grinding noise. The device was not changed out, as the ccp turned off the unit to cool it down. After twenty minutes, the ccp turned the unit back on and it was fine. The surgical procedure unit back on and it was fine. The surgical procedure unit back on and it was fine. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
This report complaint was confirmed by the field service rep (fsr). After the initial error, the "b" channel kept alarming "eod" with the valve at forty degrees celsius. The fsr installed a new valve, which resolved the grinding noise along with the "e03" and "eod" errors. The unit operated the MFR specifications and was returned to clinical use. The suspect valve was returned to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.